Event description:
It was reported the patient underwent mitral valve replacement surgery. Postoperatively regurgitation was noticed from both sides of the valve to the center of the valve. Five days postoperatively, the same degree of regurgitation was noticed and the valve was removed and replaced with another 27 mm sjm valve. An intraoperative echo of the left atrium continued to show regurgitation. The left atrium tissue was debrided and the heart was closed. No further indication of regurgitation was visible. Additional info has been requested.